Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. T he report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The event occurred during implant procedure of an ICD coblat dr MRI is1 df4. It was reported that splitting difficulty was experienced with the safesheath ss7 introducer system, as splitting was not complete. No patient complications have been reported as a result of this event. Patient has a medical history of cardiomyopathy. The ICD implant was successful.

Manufacturer narrative:
After several attempts were made to obtain this sheath, no product was returned to oscor inc. For evaluation, however, a complaint notification was provided. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. The event will be re-evaluated if the device is returned for evaluation or additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The representative confirmed the same issue occurred with both an ss7 and ss9, with same patient, and same procedure. The procedure was for implanting right ventricular (rv) defibrillator lead and right atrial (ra) leads which were attached to an ICD. The ss7 was inserted in the ra lead and ss9 was introduced in the rv defibrillator lead. The procedure was all normal except for the slitting challenge. There were no delays, standing ICD implant time. The ICD implant was successful. No patient complications have been reported as a result of this event. Reference 1035166-2023-00123.